Event description:
We sold 3 boxes of tcbinf044g, rate controlled administration set. The customer, after using all 150 sets, complained about the roller clamp. She stated "the clamp doesn't close the tubing all the way and it leaks causing fluid to come out after disconnect. Also, this is causing blood back up when the infusion is stopped."